Event description:
Literature was reviewed regarding extravascular implantable cardioverter defibrillator (ev-ICD) implants. The authors described one patient who was in atrial flutter and experienced inappropriate therapy due to p-wave oversensing. Another patient experienced inappropriate therapy due to myopotential noise and their lead also exhibited p-wave oversensing and dislodgement. The lead was repositioned. Two other patients experienced inappropriate therapy due to myopotential noise/interference. There were other leads which exhibited p-wave oversensing. All of the leads were reprogrammed and remain in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/44 years old. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: tips and tricks for extravascular ICD implantation: a single center experience. Europace. 2026. Volume 28, issue 2, euag007. Doi: 10.1093/europace/euag007 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.